Event description:
The ge oec 9600 fluoroscopy sys had image quality issues with lines across both the left and right monitors, and text on images that was unreadable.

Manufacturer narrative:
A ge oec svc rep investigated the sys and could duplicate the error. None of the saved images on the sys displayed this image quality issue. The issue was specific to the live image display only. The image processing ocb was relocated to a different slot on the sys backplane and a video cable was re-clipped and secured. The issue was resolved and the sys was tested and found to be operating as intended. The sys was released to the customer functioning as intended. There was no negative effect on any pts as a result of this issue. The facility was unable, or could not provide any relevant pt info pertaining to this sys issue.